Event description:
Surgeon placed rongeur within the innerspace. Clamped down to extrude disc from lumbar l5 - sacral 1 innerspace. Pulled instrument out and observed portion of one side on tip was missing.